Event description:
It was reported that during a regular scheduled procedure a blade broke ''below the outer tube.'' It was reported all fragments were removed from the patient. Additional information was requested, but not provided. There was no reported patient injury.

Manufacturer narrative:
(B)(4) . Evaluation results: awaiting evaluation by quality engineer. (B)(4) . No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition." The information reasonably suggests that the device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. This event is being filed as adverse event/product problem. Device description - the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and magnum microdebrider handpieces. Blade and bur accessories are available for resection of soft tissue and bone for surgical procedures. Use of accessories depends on the intended application and patient needs. Sharp-cutting powered accessories induce bleeding and removal of significant tissue and bone. Excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during used, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Bur fragments that are not removed may cause tissue damage to the patient.

Manufacturer narrative:
During investigation of this event, (B)(6) 2012, it was determined that the blades that were evaluated and entered on this product event are suspected to have belonged to a subsequent event from the same facility, the same surgeon, same sales rep and same lot number. The blades were returned to medtronic without product event information to identify them. The product for this event was not returned. The evaluated blades belong to medwatch #1045254-2012-00092 filed on march 26, 2012.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.